Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon lost pressure and could not be inflated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. The visual inspection was unable to identify any anomalies to the surface of the balloon. During the inflation test a rupture was noted near the distal end of the balloon, and the balloon was unable to be fully inflated and hold pressure. The type of rupture was unable to be identified. Therefore, the investigation is confirmed for balloon rupture and the reported inflation issue. It is likely that the identified rupture contributed to the reported inflation and pressure issues. However, the root cause for the identified rupture could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure the pta balloon lost pressure and could not be inflated. There was no reported patient injury.